Manufacturer narrative:
Based on the claim against the product by the customer noting the clips stick on the medium-large clip applier, an investigation was completed to determine the cause of this reported event. The medium-large clip applier was analyzed, and failure analysis replicated and confirmed the reported issue. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier failed the clip test due to misapplication of the clip. The medium-large clip applier passes engagement and was able to retain clip through engagement but did not release from the clip. Also, the medium-large clip applier was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable event due to the following conclusion: the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Failure analysis confirmed a failed clip test with the finding of a loose grip cable and misaligned grips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the clips were found stuck on the medium-large clip applier. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.